Event description:
Report received from pt's relative states that pt experienced paralysis after implantation of stimulation system. The lead was repositioned to relieve pressure, the paralysis faded, and the pt was released from the hosp. Post-operatively, the pt experienced incontinence, bladder infection, and a reappearance of the paralysis. Investigation into this matter is ongoing at the time of this report.